Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: magnesium infused in 15 minutes. It was programmed for 20 min.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was received for investigation.the reported issue was not present during the investigation. Volumetrics of 300ml/hr and 100ml (dl: mag 4gm) tested in specification at 98.9ml or 98% of expected volume. Delivery accuracy of 250ml/hr and 25ml tested in specification at 6 minutes 4 seconds or 98% of expected accuracy. Log review shows on (B)(6) 2021 and 8:32pm an infusion start of 300ml/hr and 100ml (dl: mag 4gm). At 8:50pm infusion was stopped with a volume infused of 90.17ml. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.